Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported 'not accurate- completed accuracy test multiple timer with inaccurate every time' which was reproduced during evaluation. The reported condition was verified. The cause was determined to be an out of adjustment pressure plate. The pressure plate was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump was found to under infuse during volumetric testing. Testing was performed using a class a certified graduated cylinder with a capacity of 100ml. The set used was a male luer lock adaptor solution set. The delivery rate on the pump was set at 200ml/hr with a volume to be infused (vtbi) of 50ml. The actual amount delivered was 40ml. The test was repeated multiple times and always inaccurate. There was no patient involvement. No additional information is available.